Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2023-may-02 h.6 investigation exec summary material #: 251781 lot/batch #: 2327867 bd received samples and photos for investigation. The photos and returns were evaluated, and contamination was observed. Additionally, retention samples from bd inventory, were evaluated and the issue of contamination was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using the plate scd agar rt 100ea that there was contamination. The following information was provided by the initial reporter: according to the customer's report, contamination has been occurring frequently (about once in 2 lots).

Manufacturer narrative:
D.3 common device name: culture media, non-selective and non-differential. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device plate scd agar rt, catalog number 221283 with 510k #preamendment. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd ds headquarters in sparks, md has been listen in sections d.3 and g.1 as fukushima is an OEM manufacturing site.